Manufacturer narrative:
The emboshield indicated is being filed under MFR report number 9616695-2007-00036.

Event description:
It was reported that following post-stent dilitation, of a severely calcified left common carotid artery, the pt was noted to have weakness in the right hand and right lower extremity along with some slurred speech. The procedure was quite difficult due to the patient's anatomy. A head CT showed no new bleed. The pt was treated with decadron. Over the next 24 to 48 hours, to majority of the symptoms resolved. The pt's condition required prolonged hospitalization. In 2007 it was noted that the patient's vital signs were stable, had excellent motor function in the right upper and lower extremities, was lucid, alert and oriented and was discharged that day. No additional information available. Study event.